Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with a bifurcated stent, a suprarenal extension and two (2) limb extensions. On 01/12/2018, endologix was made aware of a type 3b endoleak. The physician elected to implant an infrarenal extension to resolve this event. The patient was reported as stable and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of 3b endoleak and a secondary procedure. Clinical was also found evidence to support the additional finding of a suspected non-endologix stent in one of the iliac artery. The most likely cause of the compromised stent graft integrity (type 3 endoleak) was the aortic remodeling; possibly caused by the suspected non-endologix stent in one of the iliac artery. Procedure related harms and final patient disposition could not be ascertained due to lack of information. To date there has been no reports of further negative patient sequalae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).